Event description:
Customer states that he obtained results of 182mg/dl and 100mg/dl on the same device within 3 minutes. No adverse event was reported and no treatment was received. No quality controls were used. Requested return of the suspect device and replacement was sent.